Manufacturer narrative:
The service rep replaced high voltage cable. Tested collimator and camera functions. Machine fully functional.

Event description:
The customer reported that the system would intermittently receive collimator to large errors on the carm display. Also, the system would boot up with collimator errors and the collimator would not close. Also iris open/closes by itself. Patients were involved but not injured.